Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler after ending their pd treatment. An air detected in cassette warning occurred in drain 1 of treatment and the treatment was cancelled. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the patient contact confirmed the reported event, stating the air detected in cassette warning occurred in drain 1 of treatment. The patient contact could not confirm when the leak first occurred. The patient contact stated that they suspect the leak was coming from the cycler set, however after inspecting the cycler set, they did not find any issues or defects. The patient contact confirmed the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient contact stated that the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated the patient was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient contact confirmed that they have received the replacement cycler and the patient is continuing with peritoneal dialysis on the new cycler without issue and without reoccurrence of the reported event. The patient contact confirmed the old cycler is scheduled for return, however, has not yet been picked up. The patient confirmed that the liberty cycler set was discarded and not available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. There were visual indications of dried fluid within the cassette compartment. There were no visual indication of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. Patient sensor calibration check passed. An accelerated stress test (ast) was performed on the cycler and passed. There were no fluid leaks in the test cassette during the accelerated stress test. Mushroom head check passed. There were visual indications of dried fluid found under the front panel assembly. On the rear panel near the speaker, under pump ¿a¿ and ¿b¿ mushroom head and within the recess of the bottom cover adjacent to the pump during an internal inspection of the cycler. Fluid was found in the pneumatic lines during the inspection. The cause of the observed dried fluid and fluid could not be determined. A review of the device history record (DHR) did not reveal any issues or problems related to the reported symptom codes. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler after ending their pd treatment. An air detected in cassette warning occurred in drain 1 of treatment and the treatment was cancelled. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the patient contact confirmed the reported event, stating the air detected in cassette warning occurred in drain 1 of treatment. The patient contact could not confirm when the leak first occurred. The patient contact stated that they suspect the leak was coming from the cycler set, however after inspecting the cycler set, they did not find any issues or defects. The patient contact confirmed the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient contact stated that the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated the patient was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient contact confirmed that they have received the replacement cycler and the patient is continuing with peritoneal dialysis on the new cycler without issue and without reoccurrence of the reported event. The patient contact confirmed the old cycler is scheduled for return, however, has not yet been picked up. The patient confirmed that the liberty cycler set was discarded and not available to be returned to the manufacturer for physical evaluation.